Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) placed order for replacement part knob, helium tank value (d366-00-0092) to resolve the issue. Cath lab supervisor, confirmed he would install the replacement part. No on site visit was provided at this time.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 iabp (intra-aortic balloon pump) had missing helium tank valve knob. There was no patient involvement and no injury or harm reported.